Manufacturer narrative:
On september 22, 2020, the mentor failure analysis lab received the device for evaluation. In addition, a confirmed lot# was received: 7671273. On october 2, 2020, mentor completed evaluation of the device. Device evaluation summary: during the visual evaluation of the device, a tear was observed at the junction between the shell and anterior patch. Microscopic examination was performed and the cause of the rupture could not be identified. Per mentor instructions for use (IFU), tissue expanders are not intended for implantation beyond 6 months. Therefore, this device was used in an off label manner. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with artoura breast tissue expander 535 cc and experienced a deflation on the right side post-operatively, which was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2020. The device was implanted for greater than six months, which is considered off-label use of the device.